Manufacturer narrative:
Follow-up #1: date of submission 04/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings:the pump battery compartment was observed to be cracked from the opening down to the case seal. The battery compartment was examined and no evidence of moisture damage was found inside the compartment. The battery cap returned with the pump was able to successfully attach to the pump and tighten until seated appropriately. No power loss issue occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was cracked near the battery compartment. The reporter confirmed that there were no power loss events related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.